Event description:
A rptr/layperson (relative) informed a customer care advocate, cca, on 3/24/09 that the pt's onetouch ultra meter was prompting er2 after which the pt became shaky. Although the alleged issue was resolved, the cca replaced the meter and test strips. This senior medical surveillance specialist spoke with the pt's daughter in 2009 to confirm the information. The daughter reported the following: a week prior the pt was unable to obtain a blood glucose result in the morning due to an ER 2 message around 9 a.m. His wife attempted to help. The pt reportedly became frustrated and then shaky. When his daughter returned home after running an errand, she gave him orange juice to drink. The pt felt better after consuming the juice. This complaint is reported due to the pt's symptom, shaky, that meets the criteria for serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.